Manufacturer narrative:
A visual inspection of the returned devices revealed the devices are intact and show scratches and marring on the outer diameter of the shell and the head. The top liner ring had signs of plastic deformation on face of the rim. The signs of plastic deformation observed on the face of the top liner ring were likely due to femoral neck impingement. This impingement, if coupled with potential high lever-out forces, may have resulted in the dislocation of the bipolar construct. At this time we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue could not be determined. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that revision surgery was performed due to dislocation.